Event description:
Complainant alleged that during the clinician's routine shift check of the device, the unit displayed an "error 51" on the video screen in all functions. The complainant indicated that there was no pt involvement in the reported failure.